Event description:
It was reported that the lead had "malfunctioned" due to a "defective" electrode. The lead was unable to provide stimulation to the patient and there was never the possibility of programming the electrode as there wasn¿t any conductivity. A communication issue was also present. The reporter indicated that a ¿???¿ error was displayed upon impedance testing. It was confirmed with another electrode to ensure that the snap-lip connector was working. The lead was subsequently replaced. There were no patient symptoms associated with the event. The patient was alive with no injury.

Manufacturer narrative:
Concomitant product: product ID 977d260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type screening device. (B)(4).

Manufacturer narrative:
Product ID: neu_stylet_acc, serial# unknown, product type: accessory. Please note that upon receipt of the device for analysis and the completion of said analysis, conclusion: have been removed from this report. Device evaluation: analysis of the lead found no anomaly. Impedance testing was performed and tested the returned lead with a known good screening cable. During the procedure, the screening cable was connected to an external neurostimulator (ens). While the lead¿s distal end was placed in a 0.9% saline solution. It was reported that when the impedances were measured with a physician programmer, ¿normal impedances were measured on all circuits and electrode pairs.¿ analysis of the returned stylet additionally found no anomaly.